Manufacturer narrative:
Product event summary:the introducer was returned and analyzed. Returned product analysis was performed and no anomalies were found. The delivery system introducer sheath was kinked/buckled. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned without the dilator. The sheath of the introducer was kinked at 31 cm. There were no anomalies found while flushing through the side port assembly of the introducer with no restrictions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the introducer exhibited a possible side port b reakage. When trying to flush through the side port, no saline would flow through at all. When it was removed from the body and tested, the same results were obtained. A possible defect with the side port connection part was suspected. A new sheath was taken out and the procedure was completed without any problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.